Manufacturer narrative:
The reported events were lead dislodgements and the lead unable to stay in place. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The helix can be extended and retracted by applying torque directly at the connector pin and the full helix extension length was within specification. Electrical testing found no conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead would not stay in place in the atrium and dislodged multiple times. The ra lead was removed and replaced. The patient had no adverse consequences.